Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the insulin pump had fog at the edge of the screen. The customer's blood glucose was 127 mg/dl. The customer also reported the insulin pump may have been exposed to moisture from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.